Manufacturer narrative:
The reported event is confirmed cause unknown as they changed the pads and flow rate issue is solved. Sample was not available for evaluation. Instructions for use were reviewed for this investigation. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Corrections: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the sicu nurse stated their patient went to nuclear med and now they were unable to start therapy. Arctic sun device primes and stops. Guided to system diagnostics, system hours 667, pump hours 547, inlet pressure (ip) was -0.4psi, circulation pump command (cpc) was 100%, flow rate (fr) was 0lpm. They had stop therapy, drain/disconnect pads, and placed device in manual control. Tested pads individually, no pads/ fluid delivery line (fdl) only inlet pressure (ip) was -7psi, circulation pump command (cpc) was 53%, flow rate (fr) was 1.8lpm. Added right chest pad inlet pressure (ip) was -5psi, circulation pump command (cpc) was 100%, flow rate (fr) was 0.4lpm. Removed this pad and added left chest pad inlet pressure (ip) was -7psi, circulation pump command (cpc) was 100%, flow rate (fr) was 2.2lpm. Added right thigh pad inlet pressure (ip) was -4.5psi, circulation pump command (cpc) was 100%, flow rate (fr) was 1lpm. At that time, it was decided to replace the full set and send the pads in for investigation (ngjv0085). Call monday and ask for the charge nurse to get them returned (B)(6). Per follow up information received via phone on (B)(6) 2025, it was reported that the patient was able to complete therapy after swapping out a new set of pads. The initial pad samples are available. Pending sample return.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the sicu nurse stated their patient went to nuclear med and now they were unable to start therapy. Arctic sun device primes and stops. Guided to system diagnostics, system hours 667, pump hours 547, inlet pressure (ip) was -0.4psi, circulation pump command (cpc) was 100%, flow rate (fr) was 0lpm. They had stop therapy, drain/disconnect pads, and placed device in manual control. Tested pads individually, no pads/ fluid delivery line (fdl) only inlet pressure (ip) was -7psi, circulation pump command (cpc) was 53%, flow rate (fr) was 1.8lpm. Added right chest pad inlet pressure (ip) was -5psi, circulation pump command (cpc) was 100%, flow rate (fr) was 0.4lpm. Removed this pad and added left chest pad inlet pressure (ip) was -7psi, circulation pump command (cpc) was 100%, flow rate (fr) was 2.2lpm. Added right thigh pad inlet pressure (ip) was -4.5psi, circulation pump command (cpc) was 100%, flow rate (fr) was 1lpm. At that time, it was decided to replace the full set and send the pads in for investigation (ngjv0085). Call monday and ask for the charge nurse to get them returned (B)(6).